Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left common iliac artery. A 4mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured within the specified pressure. The device was completely removed from the patient and the procedure was completed with another coyote es balloon catheter. No complications nor injuries were reported.